Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
Date of surgery was (B)(6) 2010. Account was made aware of patient infection (meningitis) on (B)(6) 2011